Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported is pain, anxiety, stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: tilt, vena cava/organ perforation (duodenum), pain, anxiety, stress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right femoral vein due to deep vein thrombosis. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "I have pain in the middle of my rib cage by my stomach, going down to my back. It is gradually getting worse" and "anxiety - so much stress about not knowing whal1s going on, conflicting info from doctors. No one seems to know much about my filter and what I can do about it, some say I need to be seen right away but then specialists are not available and I have to wait months to hear about what's happening in my own body. I broke down in the doctor's office." Per report from CT (computed tomography) dated (B)(6) 2019: "positive for caval perforation. Superior extent of filter is at l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of four prongs have perforated through ivc, series 2, image 78. Maximum distance prong perforated through ivc is 4.56 mm, series 2, image 78. Coronal images show 6.82-degree tilt of filter right-to-left, series 601, image 70. Sagittal images show 2.64-degree tilt anterior-to-posterior, series 602, image 86. Diameter of ivc directly above filter measures 21.63 mm x 15.45 mm, series 2, image 58. Attention: a prong has perforated duodenum, best appreciated on series 2, image 78."

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.